Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported inulin flow blocked alarm and insulin under delivery issue. The customer reported blood glucose value of 346 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-1880, mmt-332a, mmt-378a. Troubleshooting was performed. Pump passed 5u fill cannula test. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-378a. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passes self test. However pump error 37 had occurred while rewinding thus failing the rewind test. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. During the download history review, no relevant alarms are confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. It was noted that moisture damage was found during visual inspection, isolate to electronic stack. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegation are unknown. Unable to confirm the customer's alleged concern about a no delivery/occlusion alarm and under delivery due to pump error 37. No relevant alarms were noted in the download history review,. Unit was isolated to the electronic stack due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.